Event description:
Reporter indicated a vns patient was admitted to the hospital for increased seizures and discharged the next day. All attempts to the reporter for further information have been unsuccessful to date. A battery estimate performed with available programming history yielded approximately 3.88 years remaining on the vns generator battery.